Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes shield/cap/ stopper is different color/shade or faded before use. The following information was provided by the initial reporter: the customer is testing whether the color and size of shield are different or not among tubes. Some tubes, even from the same lot, couldn¿t not pass the test and this is occurring once every 3 days. As a result of the test, the color and material (hardness) of the shield were slightly different among tubes that passed or failed to pass the test.

Manufacturer narrative:
Investigation summary bd received 4 samples from the customer for investigation. Samples were evaluated by visual examination and the indicated failure mode for color variation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes shield/cap/ stopper is different color/shade or faded before use. The following information was provided by the initial reporter: the customer is testing whether the color and size of shield are different or not among tubes. Some tubes, even from the same lot, couldn¿t not pass the test and this is occurring once every 3 days. As a result of the test, the color and material (hardness) of the shield were slightly different among tubes that passed or failed to pass the test.